Event description:
Same patient as MDR # 6000093-2006-01651 and 6000093-2006-01669. It was reported that during a coronary drug eluting stenting treatment procedure, there was withdrawal difficulty and a dissection. Six days following this procedure, a thrombosis was found. The target lesion was located in the proximal left anterior descending (lad). A 6f 3.75 runway guide catheter was used. The physician predilated the vessel using a 3.0x9mm maverick balloon inflated to 10 atmospheres. Then a 3.0x24mm taxus express2 drug eluting stent was deployed a 9 atmospheres. During withdrawal of the stent catheter, the balloon was sticking to the stent. The guide catheter deep seated and was pushed all the way to the stent. At this point a dissection of the proximal lad occurred. Finally with force, the physician was able to pull the stent delivery system out of the patient.the patient suffered no symptoms during this event. The physician then treated the dissection using a 3.0x16mm taxus express2 stent. The patient was prescribed plavix and aspirin and was discharged from the hospital doing well. Six days later the patient presented with thrombosis found inside of and on the proximal edge of the 3.0x16mm previously implanted taxus express2 stent. This was treated using a 3.5 x 18 mm taxus express2 stent, implanted in the lad proximal to the previously implanted 3.0 x 16 mm stent. The patient was prescribed plavix and aspirin. There were no patient complications and the patient condition is reported as stable.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch # 8635872 found that the device met its material, assebly and product specifications, at the time of release to distribution.